Event description:
Additional information was received from a manufacturer representative (rep) reporting that an engineering team met with the patient on (B)(6) 2021. The tel-m diagnostic application was able to successfully connect to the ins via a communicator and reset the patient's ins. After the reset, the clinician therapy app and patient therapy app were able to successfully communicate with the patient's ins. The patient's stimulation settings were confirmed and the patient no longer requires surgery for a replacement ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is getting 'no device response' message when they attempt to turn the ins off. Pt cannot turn ins off because of this message. The rep said they attempted to turn the pt's ins off with the clinician tablet or at least try to attempt to connect to ins and the caller could not connect. The caller states the pt is able to communicate with their th91 and communicator and make therapy adjustments, check battery levels, etc.. But is not able to turn the ins off. The caller states mobility confirmed that the pt's software therapy app and comm manager are up to date. It was noted by mobility that the pt's handset and communicator were turned off and on. Tss had the rep reset the th91, exit all apps on pt's handset, turn off and on bluetooth and start the process over but that did not resolve the issue. Logs were obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they obtained the tablet used by the patient¿s neurologist and they confirmed it was the only tablet used to interrogate the patient¿s implant since they received their current n eurostimulator, and the only instance was on (B)(6) 2021 (which corresponded to what the patient told them). The rep took the tablet to the patient¿s home and it wouldn't connect to the neurostimulator. The rep downloaded two session reports from the (B)(6) appointment (the session was too long ago to retrieve logs and there were no data reports created). Due to this issue there was currently no way to turn the neurostimulator off using local equipment.